Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact in image data. There was no report of misrepresentation as a result of the artifacts. The philips field service engineer (fse) went to the site to evaluate the system. The fse evaluated the system and determined the collimator wedge (compensator) was cracked. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.